Event description:
It was reported that the device was removed due to the patient having skin irritation which is believed to be a skin allergy. The device was explanted and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.